Event description:
This rv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2014 due to lead fracture and was causing noncapture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).